Event description:
It was reported that an ilet pump displayed a cracked screen that powered on but did not accept touch input, with the damage noticed after the night and the cause unknown; the user transitioned to multiple daily injections and continued cgm use. Symptoms included a blood glucose elevation to 352 mg/dl without associated clinical complaints. Outcomes included no medical treatment beyond switching to subcutaneous insulin and no hospitalization. Investigation included case triage, verification of device information, user guidance to shut down the device, data synchronization to the mobile app, and arrangements for device replacement and return for analysis. Investigation of this case revealed a display assembly failure consistent with physical damage to the screen, resulting in loss of user interface input while the device could still power on. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage to the display leading to a nonfunctional touch interface.